Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a labeling/packaging (missing info - literature) issue. The reporter alleged that the one touch ping owners booklet was missing pages 10 through 48. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The otp owners booklet has not been returned to animas for evaluation. If the owners booklet is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.